Event description:
It was reported that the vns patient's device had been programming off since 1999 because it made the patient's seizures occur from both sides of the patient's brain and it did not improve his seizures. The patient's mother also indicated that the patient has not been seeing a neurologist. The patient's gastroenterologist reported that the mother reported that the device was disabled a while back; however, she added that there was a possibility of the device still stimulation. It was also reported that the mother claims the device has migrated off of the nerve and thinks this is the case just by feeling it; however, the gastroenterologist explained that the patient has a stiff neck due to his other health problems and perhaps this could be contributing to what the mother is feeling when she palpates the patient's neck. Attempts to obtain additional information have been unsuccessful to date.